Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the patient experienced blood glucose (bg) of 503 mg/dl and was "generally not feeling well" after bolusing for food intake at breakfast. The patient's bg then reportedly went up to "hi" (>600 mg/dl) after lunch, however that was attributed to disease management as the patient forgot to bolus for lunch. Troubleshooting indicated that there were air bubbles in the cartridge, which had been changed earlier the same day. Customer support reviewed proper air bubble prevention techniques with the reporter. No product return is required, and the patient successfully resumed insulin pump therapy after removing the reported air bubbles from the cartridge. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy. Customer support determined that air bubbles in the cartridge due to use error in incorrect technique were the likely cause of the initial reported bg excursion.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the cartridge passes visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed and no leaks were observed from the luer connection, o-rings, or cartridge body.